Manufacturer narrative:
Analysis of the provided files permit to conclude that the pits sent every day are most likely due to a hardware problem. More precisely, a faulty charger, as since it has been changed, the issue did not occur again. No general malfunction of the device is suspected. FDA product code is corrected.

Event description:
Reportedly, defective plug block that caused tip every day, high risk: 1/ it could have caused the bluetooth disconnection and cause the tracking to stop 2/ it necessarily had an impact on the battery life of the pacemaker.

Manufacturer narrative:
Analysis not available yet.

Event description:
Reportedly, defective plug block that caused tip every day => high risk: 1/ it could have caused the bluetooth disconnection and cause the tracking to stop 2/ it necessarily had an impact on the battery life of the pacemaker.